Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2004 and that a subsequent revision procedure occurred on (B)(6) 2005 due to unknown reasons. No further information has been provided to date. This report is based on patient allegations and the allegations are currently unknown and unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
Patient's legal counsel reported that patient underwent total right hip arthroplasty on (B)(6) 2004 and that a subsequent revision procedure occurred on (B)(6) 2005. Additional information received from the patient's legal counsel reports allegations of pain, discomfort, soreness, dysfunction, loss of range of motion and mobility, and unspecified impairment. Patient's legal counsel also alleges a loose acetabular component was noted during the revision procedure. Review of invoice records indicates the cup and head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.